Event description:
It was reported that the lead exhibited oversensing, noise, and an apparent fracture. It was further reported that the patient received inappropriate shocks due to t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The distal and proximal conductors were fractured, and blood/body fluid was found on the distal conductor (not obstructed) and on the outer tubing overlay. The defib conductor was distorted, and a white substance was found on the exposed defib coil. The outer tubing was kinked/buckled, and the outer tubing overlay was melted. The helix was found to be disengaged from the sliding member. The analyst noted that the lead was returned without the helix attached, and was also received at analysis with the steroid ring missing. It was not possible to determine at this time when this occurred.